Manufacturer narrative:
(B)(4). Catalog #: referred to as a celect platinum. Expiration date: unknown as lot # is unknown. MFR date: unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: as reported to customer relations: "the specials procedure supervisor, today thursday (B)(6), texted me images of a fractured celect platinum filter. I confirmed that the pieces were not moving about and the physician didn't feel it emergent to get it out since it appeared stable. The patient is asymptomatic." Patient outcome: the patient is asymptomatic.

Manufacturer narrative:
(B)(4). Catalog #: referred to as a celect platinum. Expiration date: unknown as lot# is unknown. MFR date: unknown as lot # is unknown. Summary of investigational findings: imaging confirmed the fracture of a primary filter leg and the fracture fragment is displaced approximately 1.2 cm caudal to the donor site and oriented approximately 45° degrees to the long axis of the ivc filter. The remaining 3 primary legs are normally aligned and all secondary filter legs are present. Without additional information/imaging demonstrating the initial placement, how long the filter has been in place, and some form of cross-sectional imaging, determining the etiology of fracture is not possible. Patient is asymptomatic and filter will be removed in few weeks. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: as reported to customer relations: "the specials procedure supervisor, today (B)(6), texted me images of a fractured celect platinum filter. I confirmed that the pieces were not moving about and the physician didn't feel it emergent to get it out since it appeared stable. The patient is asymptomatic." Patient outcome: the patient is asymptomatic.